Event description:
A us distributor contacted zoll to report that a (B)(6) year old female patient had a skin irritation under the electrode belt. The patient reported that the rash was very red, bruised, and inflamed. She reported that it was under every part of the lifevest. The patient went to her doctor, who recommended she use hydrocortisone cream for the rash. A follow-up on (B)(6) 2015 indicated that irritation was much better. The patient also reported that at the time the irritation was occurring, she had an allergic reaction to her beta blocker and her doctor felt the rash may have been from the medication. The patient continued wearing the lifevest.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.